Manufacturer narrative:
Concomitant medical products: 407452 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance measurements and noise. A lead revision procedure was performed, and upon tug testing, the atrial lead pulled immediately out of the device header. The lead was re-inserted into the header, and securely tightened. A tug test was performed again without issue, and all measurements looked excellent when tested through the pacemaker. The pocket was closed, and the ra lead remains in use. No patient complications have been reported as a result of this event.